Event description:
It was reported that at the beginning of PICC insertion procedure, interventional radiologist and scrub nurse check the patency of PICC set by flushing all devices and tools. Powerpicc 6f catheter was found leaked while flushing. Scrub nurse showed to interventional radiologist of the leaking PICC catheter. Interventional radiologist instructed to open a new PICC 6f set to continue the procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 6 fr dual lumen powerpicc was returned for evaluation. An initial visual observation of the video showed a clear liquid being infused into the purple lumen. A leak was observed at the junction of the extension tubing and the molded joint. No blood was observed on the sample. No details of the leak site could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that at the beginning of PICC insertion procedure, interventional radiologist and scrub nurse check the patency of PICC set by flushing all devices and tools. Powerpicc 6f catheter was found leaked while flushing. Scrub nurse showed to interventional radiologist of the leaking PICC catheter. Interventional radiologist instructed to open a new PICC 6f set to continue the procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.